Event description:
In 2008, the patient reported that he has received 3 mechanical errors (e6) since 2008. He stated that he had been able to clear all of the errors but he has lost confidence in the infusion device. He stated that on the event date, he received an e6 at 1:30pm while at work. He did not have time to clear the error until 5:00pm and his blood glucose elevated to 19.8 mmol/l (356 mg/dl). He bolused 5 units of insulin and his blood glucose lowered to 13.7 mmol/l (247 mg/dl) later that night. His normal blood glucose level is 8-10 mmol/l (144-180 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.